Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, the is-1 rate/sense terminal pin of the patient¿s chronic non-boston scientific right ventricular (rv) lead was difficult to insert into this cardiac resynchronization therapy defibrillator (crt-d). The pin would not advance as far past the setscrew as the other leads had done. The lead was visible past the setscrew but did not advance as far as expected. The torque wrench was inserted to release any excess air in the header, and mineral oil was used, but these techniques did not help the lead advance further. The physician did not feel it was air stopping the pin from advancing, but rather it appeared that the lead was too big to advance further. The setscrew was tightened and the lead appeared to be stable within the header. The lead was pulled, with no issues observed. Lead measurements were within normal limits and no noise was present on the electrograms. The chronic lead and this new device remain in service without complication. No adverse patient effects were reported.